Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 47.0-48.0 cm from the pin consistent with lead friction to another device or feature of the heart distal region.

Event description:
This report is to advise of an event observed during analysis.